Event description:
Customer reported that she was hospitalized due to low blood glucose. Troubleshooting was not performed. Customer was instructed to complete a manual prime and the insulin pump did alarm. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.